Manufacturer narrative:
The reported events were helix mechanism issue and unacceptable threshold. Final analysis found that as received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue for analysis. The reported event of helix mechanism issue was confirmed. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any anomalies.

Event description:
Hold for bf 9/8/2023.